Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). At the time of the report, the bladder perforation, intestinal perforation, dysmenorrhoea, back pain, menorrhagia, urinary tract disorder, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered back pain, bladder perforation, dysmenorrhoea, hormone level abnormal, intestinal perforation, menorrhagia, nausea, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy in hsg performed. Patient did not undergo hsg test (as per previous fu). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes. ( date and result unknown). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). At the time of the report, the bladder perforation, intestinal perforation, dysmenorrhoea, back pain, menorrhagia, urinary tract disorder, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered back pain, bladder perforation, dysmenorrhoea, hormone level abnormal, intestinal perforation, menorrhagia, nausea, urinary tract disorder and weight increased to be related to essure. The reporter commented: in previous follow up hsg confirmation status was no in this follow up it is yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes ( date and result unknown). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : events added - bladder perforation and bowel perforation. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.